Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer experienced diabetic ketoacidosis and a blood glucose (bg) level that was "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.